Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the 2.5 x 8 mm mini vision stent dislodged in the copilot. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). Results: product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with contrast on the distal shaft. There was blood on the rhv. The stent implant was dislodged and was returned. There were mangled struts at the proximal end of the stent. There was no other damage noted to the stent implant. There were crimp marks on the balloon between the markers. The balloon was tightly folded. There were two kinks in the hypotube 18.4 cm and 21.4 cm distal to the strain relief tubing. There was no other damage noted to the sds. The rhv was returned. The rotating valve was in the opened position. There was no damage noted to the rhv. The outer diameters of the distal and middle sections of the stent implant were measured and met manufacturing criteria. The proximal portion of the stent was not measured due to the damage. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.